Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd whitacre¿ spinal needle broke off under the patient's skin during the lumbar puncture. An x-ray was performed, where the broken piece was found and later surgically removed under local anesthesia. The patient was also rescheduled for a new appointment. The following information was provided by the initial reporter: "during a lumbar puncture procedure, the tip of the needle broke off and was left under the patient skin. An x-ray was conducted and did confirm that the ca 2 cm long tip of the needle was stuck under the skin. The needle tip was later removed surgically under local anesthesia. Step-by-step recap of the procedure: 1. Sterilizing the area, 2. Inserting the introducer, 3. Inserting the needle, 4. Pulling the mandrin to check for cerebral fluid, but there is no answer 5. Trying to reinsert the mandrin to reposition the needle, but this is not possible, 6. Due to this the needle is extracted, and it is then noticed that a large part of the needle tip is missing. There was no unusual resistance or anything else that could signal that something was wrong with the product before use. The procedure was canceled, and the patient had to be called to a new appointment. No other clinical adverse events have been reported."

Manufacturer narrative:
H6: investigation summary no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 1812011, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on any of the needles. Product undergoes visual inspections throughout the manufacturing process according to procedure, verifying there are no defects or damage on the product. Lot release testing results were reviewed for the reported lot and no issues were identified. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the tip of the bd whitacre¿ spinal needle broke off under the patient's skin during the lumbar puncture. An x-ray was performed, where the broken piece was found and later surgically removed under local anesthesia. The patient was also rescheduled for a new appointment. The following information was provided by the initial reporter: "during a lumbar puncture procedure, the tip of the needle broke off and was left under the patient skin. An x-ray was conducted and did confirm that the ca 2 cm long tip of the needle was stuck under the skin. The needle tip was later removed surgically under local anesthesia. Step-by-step recap of the procedure: 1. Sterilizing the area. 2. Inserting the introducer. 3. Inserting the needle. 4. Pulling the mandrin to check for cerebral fluid, but there is no answer . 5. Trying to reinsert the mandrin to reposition the needle, but this is not possible. 6. Due to this the needle is extracted, and it is then noticed that a large part of the needle tip is missing. There was no unusual resistance or anything else that could signal that something was wrong with the product before use. The procedure was canceled, and the patient had to be called to a new appointment. No other clinical adverse events have been reported."